Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle 23 g x 1 in. With detachable 3 ml bd luer-lok¿ syringe had scale marking issues. The following information was provided by the initial reporter: "syringe scale is skewed".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/14/2022. H.6. Investigation: one photo and one sample with open packaging were received by our quality team for evaluation. From the photo, slant scale marking was observed in reference to the bd logo and pink tape. The sample was subjected to visual inspection. Slight skewed scale marking on the syringe barrel was observed. The syringe sample with skewed scale marking was subjected to volumetric testing and passed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Although there is a slight skew in the scale marking, it does not affect the dosage of the solution as the volumetric test is within specification. An investigation was conducted at the syringe apex printing machine to find the cause of the skewed printing. The printing pad set up plays an important role to achieve good printing on the barrel. With a good printing pad set up, consistent printing is achieved as the printing pad is secured on the printing drum. It was understood that any slight skewed printing was deemed acceptable during routine inspection as this defect does not affect the volumetric test. Therefore, the root cause is attributed to the inattentiveness of the slight skewed printing defect by the production technician during printing pad set-up and by both the manufacturing and quality assurance associate during routine inspection.

Event description:
It was reported that bd eclipse¿ needle 23 g x 1 in. With detachable 3 ml bd luer-lok¿ syringe had scale marking issues. The following information was provided by the initial reporter: "syringe scale is skewed."